Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cleft palate repair procedure on (B)(6) 2020 and barbed was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/16/2020 additional information: d4, d10, h4, h6 a manufacturing record evaluation was performed for the finished device lot number pm5591, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the problem of pulling off suture needle had happened in cleft lip and palate surgery with the first suture. It was received for analysis three unopened samples of product code w9561, lot pm5591. During the visual inspection of the samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.